Event description:
It was reported that the sv300a started to overpressure during pre-use check. Ventilator was taken to the biomed department were it was discovered that the expiratory valve soleniod was defective. The biomed replaced the expiratory valve solenoid, calibrated and functionally checked the unit. Ventilator passed all tests and ran to all MFR's specs. Ventilator was put back into service. No patient involvement or injuries.